Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had developed red, sore skin underneath the back electrode. The patient was suggested to use a thermal water by the pharmacist and the irritation improved after using unscented lotion with (B)(6).